Manufacturer narrative:
A review of the event log shows that the sample was scanned by the instrument with 2 different sample ids (a second barcode read, gave the correct ID of (B)(6)). This is being further investigated by immucor.

Event description:
Customer reported a barcode misread on the echo on the group screen assay. The sample barcode ID is (B)(6) but the instrument read (B)(6) on batch 15031. The sample barcode is not smudged or faded. Customer reloaded the sample barcode and it was able to be read as expected.